Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The spouse reported that the patient experienced a cgm accuracy issue which occurred 8 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s husband found his wife unresponsive, stating she had an ¿insulin reaction¿. The patient¿s cgm was reading 60 mg/dl, no bg meter reading was provided at this time. The patient was wearing a tandem insulin pump. Emergency medical services (ems) was called and once ems arrived, the patient¿s bg meter reading was 120 mg/dl. No cgm comparison value was reported. The reporter could not recall what medication or treatment was provided to the patient. It is unclear if the bg meter reading of 120 mg/dl was taken before or after ems¿ treatment. The patient regained consciousness after treatment and recovered at home. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.